Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon investigation it was discovered that the monitor was missing the rear response button. The root cause for the missing response button could not be positively identified but was likely physical abuse. No adverse event resulted from the missing response button. The pt received a replacement monitor.

Event description:
While investigating a (B)(4) monitor for an unrelated issue, a reportable problem was discovered. Monitor (B)(4) was missing the rear response button.